Event description:
User facility reports that a dialysis pt experienced low back pain and difficulty breathing approx. 5 minutes after starting treatment using a reprocessed dialyzer. Treatment was discontinued and benadryl administered via IV. The symptoms quickly abated. Thirty minutes after the event treatment was restarted on a drypack dialyzer and completed without incident. The user facility reports that the pt has experienced no further problems.